Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had an accident (B)(6) 2011 which totaled her car. The pt also reported a problem with recharging. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was checked by the patient's healthcare provider and 'everything was fine.' The reporter stated that the patient had lost the patient programmer so she didn't have the ability to increase stimulation for more pain relief. It was reported that the car accident affected the patient's memory. Additional information has been requested but was not available as of the date of this report.